Event description:
Device 1 of 4, reference MFR report: 3006705815-2017-01053, 3006705815-2017-01054 and 1627487-2017-04557. Additional follow up information identified the patient's entire scs system was removed.

Event description:
Device 1 of 4, reference MFR report: 3006705815-2017-01053, 3006705815-2017-01054 & 1627487-2017-04557. Additional information received identified the reported issue has resolved and the patient has been cleared for re-implant.

Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report: 3006705815-2017-01053, 3006705815-2017-01054 & 1627487-2017-04557. It was reported the patient experienced a fever four days after he was implanted with his scs system. The patient was seen in the doctor¿s office on (B)(6) 2017 and was sent to the ER. Follow up identified the patient was treated with antibiotics via PICC line for infection (B)(6). Additional follow up identified the patient was discharge from the hospital on (B)(6) 2017 and was to remain on the antibiotics via the PICC line for two weeks.